Manufacturer narrative:
Because a serious injury resulted, this event is reportable per 21 cfr part 803. Involved product that broke during use was not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. Nothing unusual to report was found during DHR review (batch #1397720). Root causes are not identified. We will track this kind of event and monitor the trend.

Event description:
In this event it was reported that a protaper hand universal file broke during use. The file could not be retrieved. As a consequence, the tooth required extraction.